Event description:
It was reported that the 4mm bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding the victoza clogs during injection. Caller does not complete a flow check.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 4mm bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding the victoza clogs during injection. Caller does not complete a flow check.